Event description:
CT technologist reported that a male patient was undergoing a CT of the abdomen/pelvis to rule out gross hematuria. She noticed an infiltration about the size of a half dollar at the 14 ga angiocath IV site in the left wrist after the injection. The patient's wrist was elevated and cold compresses were applied to the site. Patient was returned to his room after the treatment. The protocol used for the procedure was 1 ml/sec for 100 ml optiray 320 and a psi of 300.

Manufacturer narrative:
The field service engineer verified the injector system's operation using install + service manual pn 800951. Field service engineer found no problems, unit remains in service.